Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unspecified surgery. During the surgery, the screw plug slide was reported. The product came in contact with the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic inspection confirmed the hex of the break off head has been stripped. It appears the hex was stripped due to the screw being over-torqued. No visible damage to the threads of the set screw. This type of damage is consistent with over-torque. If information is provided in the future, a supplemental report will be issued.